Event description:
This spontaneous case from united states was received on 27-feb-2018 from healthcare professional. This case concerns a patient (demographics: not reported) who initiated treatment with synvisc one and after unknown latency had continued pain. No medical history, previous medications, concomitant medications or concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (unknown dose) once (batch/ lot number: 7rls021 and expiry date: unknown). On unknown date, after unknown latency, the patient had continued pain. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: medically significant. Pharmacovigilance comment: sanofi company comment 07-mar-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain nos. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This spontaneous case from united states was received on 27-feb-2018 from healthcare professional. This case concerns a patient (demographics: not reported) who initiated treatment with synvisc one and after unknown latency had continued pain. A device malfunction was noted for the reported batch number. No medical history, previous medications, concomitant medications or concurrent conditions were reported. On an unknown date, patient received treatment with intra articular synvisc one injection (unknown dose) once (batch/ lot number: 7rsl021 and expiry date: unknown). On unknown date, after unknown latency, the patient had continued pain. Corrective treatment: not reported for both events. Outcome: unknown for both events. Seriousness criteria: medically significant for continued pain; important medical event for device malfunction. A product technical complaint was initiated with global ptc number 52938. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 08-mar-2018. Global ptc number and ptc results were added. Event of device malfunction was added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 08-mar-2018: the follow up information does not change previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain nos. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.